Event description:
Per the surgeon, the product was not accurate during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : product was discarded by user.

Event description:
Per the surgeon, the product was not accurate during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.